Event description:
The hospital reported a malfunction causing loss of audible alarm. There was no patient involvement.

Manufacturer narrative:
The hospital will replace the speaker. No ge repair occurred. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4). The hospital will replace the speaker. No ge repair occurred. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).